Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String is attached to the wrapper and not the actual tampon [device physical property issue] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that the tampon string is attached to the wrapper and not the tampon. No injury reported.

Event description:
String is attached to the wrapper and not the actual tampon [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon string is attached to the wrapper and not the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
String is attached to the wrapper and not the actual tampon [device physical property issue] case narrative: consumer reported via e-mail that the tampon string is attached to the wrapper and not the tampon. No injury reported.